Event description:
It was reported that during a low anterior resection procedure, the instrument stapled, but did not cut. The tissue was cut with a scalpel. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.